Manufacturer narrative:
A supplemental MDR is being submitted based on evaluation of the returned device. Per the initial report, after the 26 mm sapien 3 ultra valve was implanted and the 14fr esheath+ was being withdrawn, it was reported the distal end of the esheath+ was noticed to be split. The dilator was visible. The operator stated they did not feel any unusual resistance during insertion or withdrawal. There was no patient injury. The device was returned for evaluation. Evaluation of the returned esheath+ revealed there was no distal tip split. However, the liner was observed to be torn all the way from 3 inches from the strain relief to the distal tip. In this case, although the liner was confirmed to be torn, since there was no patient injury (such as bleeding requiring blood transfusion), the potential for injury is remote. Therefore, this event is not FDA reportable. As such, this event was reported in error and this supplemental MDR is being submitted to correct the reportability of the event.

Event description:
As reported from a clinical study, during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 26 mm sapien 3 ultra valve, after the valve was implanted and the 14fr esheath+ was being withdrawn, the distal end of the esheath+ was noticed to be split. The dilator was visible. The operator stated they did not feel any unusual resistance during insertion or withdrawal. There was no patient injury.

Manufacturer narrative:
The investigation is ongoing.